Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation. The patient reported that she first became aware of the meter issue on (B)(6) 2017, reporting that she obtained inaccurate high results of ¿250, 265 and 315 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with oral medication, diet and exercise, and in response to the alleged inaccurate readings, she consumed less food and drink. The patient reported that right after the alleged results she developed symptoms of ¿tongue burning and feeling shaky¿. The patient confirmed that no treatment was required or received. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began.